Manufacturer narrative:
No product was returned for evaluation. Data uploads from the ilet were not completed after 4/12/2024, prior to the presumed event date; cgm glucose data were therefore not available to confirm the event, and ilet performance during the event could not be evaluated. Multiple attempts by the user and beta bionics customer care to sync the ilet data were unsuccessful. No product performance issues could be identified. If the product is received at a later date, or the ilet data logs are uploaded, the complaint will be reopened and investigated accordingly. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Without device data from the reported event date, further review and determination of an assignable cause cannot be conducted. Repeated attempts to restart use of the ilet with a factory reset and re-training conducted by a cds have been unsuccessful.

Event description:
On 4/16/2024 a beta bionics clinical diabetes specialist (cds) reported an ilet user experienced a low blood glucose (bg) event and went to the ER. The event occurred on 4/15/2024. The user was initially trained on the ilet on 4/11/2024. On 4/16/2024 a beta bionics customer care agent followed-up with the user about the event. The user reported they went to the ER but did not receive any glucose as they had eaten candy prior to the ER visit and that resolved the low bg. The user did not have their ilet connected to the app on her phone and could not sync the ilet data. Multiple attempts by the user and customer care agent to pair the ilet with the app were unsuccessful. On 4/18/2204 the customer care agent followed-up with the user again to obtain additional information about the low bg event. The user stated they lost consciousness, and someone had to call 911 as they were physically unable to call. It was reported that the user's bg dropped to 38 mg/dl. The user also stated they have gone to the ER every day for the past 3 days due to their bg going low. Further information about the additional low bg events was not provided by the user. The user had disconnected from the ilet and was using their previous therapy.